Event description:
It was reported that, "during a surgical procedure, the multi-use handle broke. The grasper was closed on the bowel at the time, and they had a difficult time opening the jaws of the grasper after the handle broke. There was no patient injury and the procedure was not altered."

Manufacturer narrative:
The device is to be returned. When it is received, it will be decontaminated and then evaluated by a qa engineer. I will submit a supplemental report at that time.